Manufacturer narrative:
The reported even for charging issue with the ipg was not confirmed. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully charged within specifications and without any connectivity issue noted. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) had connectivity issue when trying to connect with the patient controller. The device was explanted, and a new device was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.